Event description:
It was reported that during an unk procedure, the cutting was completed as intended but stapling was not completed at the distal end. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated , but unavailable at this time.